Event description:
Lead disdodged into the rv. Coil of another lead contacted the distal coil, device sensed this elect. Noise and delivered a 34 j shock w/impedance <20 ohms, which made charge circuit inactive.